Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to unsterile procedure. The patient was not hospitalized for the peritonitis event. The patient was treated with injection of ceftazidime (no further details). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient was recovered from the peritonitis event (unknown date) and the fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.